Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was not clipping properly. The clips were falling off. Some clips were malformed and some were crossed. A new device was used to complete the procedure. There was no patient consequence noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the handle cracked and with the jaws properly aligned. The handle condition is unrelated with the event reported. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.